Manufacturer narrative:
On 25th of august 2020 getinge became aware of an issue with powerled device. As it was stated the mounting ring of the handle on the headlight was broken. Provided photographic evidence of the malfunction was in line with alleged issue. No information about any injury has been provided, however, we decided to report this issue in abundance of caution and based on potential as any parts falling from the device could be a source of contamination. The device involved in the event is powerled (powerled 300+ sf k3) with serial number (B)(6) and catalog number ard568330931. Manufacturing date is 20th june, 2019. It was established that when the event occurred, the surgical light did not meet its specification as breakage of the mounting ring is identified as a technical deficiency. The device malfunction directly contributed to event. None of the provided information indicates that upon the event occurrence the device was being used for patient treatment. Per the investigation by subject matter experts at the manufacturing site the light head pwd300 is conforming to the standard iec 60601-2-41 and therefore the light head handling cannot be the reason of this breakage in a normal use. An excessive tightening of the 3 screws of the interface assembly cannot lead to such a breakage neither. According to the internal testing the recommended cleaning products involving a chemical reaction and thus the interface weakness is ruled out, which cannot be confirmed with prohibited products. In the course of our investigation, the most likely root cause of the breakage is considered to be a combination of chemical stress and excessive radial force applied on the handle. For that reason the modification was engaged with the new supplier to replace a row material used in the alleged part to improve resistance on the chemical and mechanical stresses. The change has been already implemented on the production field. We believe that the devices are performing correctly in the market. Given the circumstances we shall continue to monitor for any further events of this nature and do not propose any further action at this time. Based on further details obtained from the service unit and internal verification of database, the correction of below fields deemed required: previous d4: model # ard568330933; catalog # ard568330933; serial # (B)(6). Corrected d4: model # ard568330931; catalog # ard568330931; serial # (B)(6).

Event description:
Manufacturer reference number (B)(4).

Manufacturer narrative:
Additional information will be provided upon results of investigation.

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
Additional information will be provided upon results of investigation. Device not returned to manufacturer.

Event description:
On 25th of august 2020 getinge became aware of an issue with powerled device. As it was stated the mounting ring of the handle on the lighthead was broken. Provided photographic evidence of the issue was in line with alleged issue. No information about any injury has been provided, however, we decided to report this issue in abundance of caution, and based on potential as any parts falling from the device could be a source of contamination. According to information provided it has been established that there was no maintenance on the device performed. Manufacturer's reference number (B)(4).